Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair, using a capio suture capturing device, the physician sutured the patient's bladder three times, accidentally. The physician removed one of the sutures and placed an indwelling catheter until the bladder healed on its own. Follow up information indicated the catheter was left in place for three days, then removed. The patient was reported as being fine following the removal of the catheter.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the expiration and manufacture dates are unknown. The device was reported as disposed of by the facility therefore, a failure analysis is not available. A shipment history of all lots of this model sold to this customer in the past three years was performed. Shipment history report reveals no shipments of this model were made to this customer; therefore, a DHR review cannot be performed. An apr2008 complaint trend review, performed for the urology capio devices does not indicate an unfavorable trend. The root cause of failure could not be determined with certainty, but based on the event description incorrect placement/position does not appear to have been caused by a malfunction of the device.